Manufacturer narrative:
When a new aa battery is inserted the time must be manually confirmed (or reset) by the user in order to proceed. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt's doctor reported that the pt was hospitalized due to dka. The pt's mother followed up and reported that the pt was taken to the ER and was diagnosed with dka. The pt had a headache and shortness of breath prior to hospitalization. The pt's blood glucose levels were 21 mmol/l and were increasing. The pump was reviewed and the time was found to be 7:00pm however, the time was 12:43pm. The pt reports that the time and date have reset to the default setting in the past few months.